Event description:
It was reported that while testing the device, the unit began to smoke. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the event could not be duplicated. The investigation is ongoing.